Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this ra lead was electively explanted and will not be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause and a new lead was implanted. No additional adverse patient effects were reported.